Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, while dissecting of inguinal space, the bladder tore upon balloon inflation. The balloon unfrailed bottom-out towards the bladder and caused too much inferior to superior dissection. To resolve the issue, the case was converted to open and the patient had a foley catheter for a week. The tear in the bladder was sutured.